Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported the the usb port was loose. Customer¿s blood glucose value was 103 mg/dl. A replacement pump was sent and the customer reverted to a back up insulin pump for insulin therapy.